Manufacturer narrative:
G4: 09jan2020. B4: 10jan2020. The service technician evaluated the ventilator and confirmed that during power on self-test the ventilator would successfully turn on but nothing would show on the screen. The service technician replaced the power management printed circuit board assembly and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019.

Event description:
The customer reported that the ventilator powers on but there is no data on the screen. There was no patient involvement.